Event description:
Based on a review of the medical records provided by the pt's attorney. On (B)(6) 2005, the pt underwent laparoscopy lysis of adhesions and repair of an incisional hernia with a composix e/x mesh. On (B)(6) 2006, the pt underwent repair of a ventral hernia with a composix kugel mesh, placement of on-q pain pump and excision of a lesion, left neck. On (B)(6) 2008, the pt underwent an exploratory laparotomy with extensive lysis of adhesions, excision of composix kugel mesh, small bowell resection, reanastomosis, repair of ventral hernia and placement of an on-q pump.

Manufacturer narrative:
Initially the attorney reported that a single event of the implant of a composix e/x mesh occurred, however, medical records were received and a review of these records identified another event. The pt who is a pack a day smoker with multiple comorbidities including coronary artery disease, gout, chronic obstructive pulmonary disorder, hypercholesterolemia and depression developed an incisional hernia following gallbladder surgery and underwent an incisional hernia repair with a composix e/x mesh on (B)(6) 2005. The pt developed a ventral hernia that was repaired with a composix kugel mesh on (B)(6) 2006 then was excised on (B)(6) 2008. Currently, it is unk whether the device may have caused or contributed to the alleged event. It is unclear whether or not the pt's previous surgeries and multiple comorbidities may have contributed to the alleged event. The pt reportedly developed adhesions which is listed as a possible adverse reaction in the product's instructions for use. A review of the mfg records was performed and there was no evidence of a mfg related cause for the reported event. Based on the info provided, no conclusions can be drawn. See MDR 1213643-09-0062 for info related to the composix e/x mesh implanted on (B)(6) 2005.